Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator experienced a vent inop (ventilator inoperable) alarm. The customr confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the reported complaint was able to be duplicated and isolated to a faulty exhalation flow transducer (pt802) p/n (B)(4). This is a known issue that has since been addressed with (B)(4) scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.